Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to emergency room with chest pain, perforation was observed via chest x-ray. The lead was explanted and replaced. No pericardial draining was required. Patient¿s condition was stable.